Event description:
It was reported that this left ventricular (lv) lead was attempted to be implanted alongside with a cardiac resynchronization therapy defibrillator (crt-d) as it showed impedance issues with high, out of range values and high pacing thresholds with loss of capture. Another lv lead and the original crt-d were implanted successfully at the same procedure. The attempted lv lead has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.